Manufacturer narrative:
Preliminary analysis showed that device operation was within specifications.

Event description:
Reportedly, noise sensing was observed in one mode switch episode saved in the device memory (dated (B)(6) 2014). An analysis is requested regarding the origin of this noise episode.

Event description:
Reportedly, noise sensing was observed in one mode switch episode saved in the device memory (dated (B)(6) 2014). An analysis is requested regarding the origin of this noise episode.

Event description:
Reportedly, noise sensing was observed in one mode switch episode saved in the device memory (dated (B)(6) 2014). An analysis is requested regarding the origin of this noise episode.